Manufacturer narrative:
.

Event description:
It was reported that the patient has not yet been seen by the physician since reporting the increase in seizures. It was reported that the patient has been experiencing transportation issues and is scheduled to be seen in the near future. The patient was last seen by the physician in (B)(6) 2012.

Event description:
It was reported that the patient has had an increase in seizures over the past month. The patient has an appointment with neurologist to be referred for surgery. It is unknown if the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.